Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. It was reported that cause of the peritonitis was due to acute pancreatitis or gall stones; however, the exact cause could not be medically confirmed. On an unreported date, during the hospitalization, the patient discontinued extraneal therapy while dianeal therapy was ongoing. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and cefepime (dose, route, frequency, and duration not reported) for peritonitis. Nine days after hospitalization, the patient was discharged. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 4 of 4